Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.

Event description:
Following a pci procedure, a 6f angio-seal vip was selected for use for vascular closure. The pre-deployment angiogram revealed a narrowed vessel with calcium and plaque at the puncture site. The device was deployed. Immediately afterward, the patient reported pain, absent pulses, and whitened skin of the lower extremity. The patient underwent surgery for the removal of the device and an anastomosis of the vessel was completed. The patient was doing well post-procedure. The user reported the puncture was not ideal for device deployment.